Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, g4, g7, h2, h3, h6, h8, h10. The device history record and previous repair record for zimmer skin graft mesher serial number 04415 were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all service on serial number (B)(4) prior to (B)(6) 2018, the device was noted to have been previously serviced once for preventative maintenance on (B)(6) 2013. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) the handle on a mesher was stuck. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the ratchet was stuck on the roller on the device. The calibration was out of specification, but the device passed the test cut. The roller, ratchet gear, comb and comb springs were damaged on the device. Repair of the mesher occurred the same day and involved replacing the damaged roller, ratchet gear, comb, and comb springs. The technician then tested and verified that the mesher was functioning as intended and returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. While the service technician found that the handle was stuck on the roller of the mesher, it cannot be determined from the information provided as to what caused the handle to get stuck on the device. Therefore, a specific root cause of the reported issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the handle was stuck. Event timing is unknown. There was no harm and delay in the event. No adverse events were reported as a result of this malfunction.